Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent cartridge detection notifications during the load process. As the issue occurred in the past, troubleshooting was unable to be performed. Reportedly, the customer was able to successfully load a new cartridge onto the pump. There was no known impact to the customer's blood glucose level.